Event description:
It was reported, that the patient presented for a follow-up in clinic. Upon interrogation, it was noted, that the atrial lead exhibited noise over-sensing. The atrial lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was confirmed. The distal portion of the lead was returned in one piece. Visual examination found an external insulation abrasion breaching the outer insulation and exposing the outer coil at the distal region. The cause of the reported event was due to the exposure of the outer coil in the abrasion region consistent with friction to another device or feature of patient anatomy.